Event description:
It was reported that the patient complained that the device had been reprogrammed a few days prior from 50bpm to 70 bpm. The patient stated that 'it feels like my heart is beating out of my chest and it's uncomfortable.' The patient wants the device reprogrammed back to 50bpm. Follow up was attempted, but no additional information was received. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.